Event description:
A falsely elevated carbon dioxide (co2_c) test result was obtained for one patient sample from an atellica ch 930 analyzer. The discordant test result was not reported to the physician(s). The same sample was repeated on the same analyzer and a lower test result was obtained. The repeat result was reported to the physician(s) as the correct test result. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
An outside the united states customer contacted siemens to report that a falsely elevated carbon dioxide (co2_c) test result was obtained for one patient sample from an atellica ch 930 analyzer. A siemens customer service engineer was dispatched to the customer to inspect the analyzer. The cse found that the instrument health report (ihr) indicated a clogged dilution probe. The cse replaced the dilution probe, resolving the reported issue. The cause of the falsely elevated carbon dioxide (co2_c) test result was a clogged dilution probe. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.